Event description:
On march 20, 2008, the customer contacted baxter to advise normal saline was infusing via a colleague volumetric infusion pump when the pt was noted to have edema of the arm. The pump did not alarm occlusion. The pt had been admitted with a respiratory diagnosis. Normal saline was infusing via peripheral intravenous catheter (IV) at 40cc/hour. The pump had the peds setting selected. Reportedly, the IV infiltrated while the child was asleep. When the pt woke, the mother noticed the increased size of the arm. The pediatrician was notified. Fluid had reportedly traveled half way from the elbow to the shoulder and the pt's fingers (all) where discolored. The edema reportedly distorted the entire arm. The pt remained hospitalized for monitoring and application of compresses. The pt has been discharged to home.

Manufacturer narrative:
It is not clear at this moment if the device is available for evaluation or if the customer downloaded the event history of the device. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any add'l info becomes available.